Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the clips would not hold after placing. The clips did not close. Another device was used to complete the procedure. There were no adverse consequences to the patient.